Event description:
The customer stated that he performed normal control test and received results of 169 and 173 mg/dl. The normal control range is 88-118 mg/dl. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacment strips will be sent.